Event description:
Caller reported experiencing ongoing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to perform several steps to address the issue. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. The customer was advised to replace supplies as necessary and resume insulin.